Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, failed occlusion testing at 11.39. No adverse patient effects were reported.

Manufacturer narrative:
Other,device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved accuracy testing. The device passed all tests and was found to be within internal specifications. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure.